Manufacturer narrative:
This supplemental is being filed to update the e1: initial reporter email.

Event description:
It was reported that this left bundle branch (lbb) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lbb was explanted.

Event description:
It was reported that this left bundle branch (lbb) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lbb was explanted.